Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Customer believed current pump settings may have contributed to low bg, however this was not confirmed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.